Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused breathing difficulties. The patient did receive medical intervention and reported to have been hospitalized. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported on this device in MDR 2518422-2022-29714. This report was submitted as a duplicate report of the previously submitted report.

Manufacturer narrative:
The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam. Additional information was received an section b5 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused breathing difficulties and a cough with deep congestion after using the device. The patient did receive medical intervention and reported to have been hospitalized. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete. Section h6 updated in this report with the appropriate health effect - clinical code and thetype of investigation, investigation findings and investigation conclusions.